Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released for according to the product¿s acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a refractive procedure an error message appeared at the beginning of the treatment. The message the laser was not ready appeared. The excimer laser was rebooted and laser calibration was started again. Same error message happened again. The procedure was not completed the same day. The patient's post-operatively outcome is not noted to be affected.